Event description:
In 2009, the pt reported experiencing air bubbles in her insulin cartridges. She is uncertain if they form immediately after the insulin cartridge is filled or if they form after the cartridge is inserted into the infusion device. She stated that she warms the insulin in her hands or allows it to sit for a few mins prior to filling the insulin cartridge and she does not properly adjust the piston rod prior to inserting the insulin cartridge into the infusion device. She was educated on properly adjusting the piston rod. She stated that last week, her blood glucose elevated to 400 mg/dl due to air bubbles and she felt sick and her chest was tight. She primed the air out of the insulin cartridge and bolused 3 units of insulin to lower her blood glucose. Within 3 hours, her blood glucose was back to her normal level of below 150 mg/dl. This morning, her blood glucose was elevated to 263 mg/dl at 10:00 am and she primed air out of the insulin cartridge and bolused 0.5 units of insulin. Her blood glucose measured 103mg/dl at the time of the report. A request for training was submitted. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for eval.